Event description:
This is report 1 of 2. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported events. The patient was treated with unknown antibiotics. Six days later, the patient was discharged from the hospital. The patient was recovering.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13a09087 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).